Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. An anonymous report submitted via maude on (B)(6) 2025, described a case of sensor inaccuracy that resulted in an ¿other serious or important medical event.¿ on the same day, the patient reported an estimated glucose value (egv) of 49 mg/dl, which triggered the unspecified insulin pump in modified closed-loop mode to suspend insulin delivery. However, a concurrent bg reading showed a value of 259 mg/dl. The patient noted the presence of mild ketones and expressed concern about experiencing ¿another¿ episode of diabetic ketoacidosis (dka). Due diligence could not be performed, as the reporter¿s identity and contact information were not available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5172252 diabetes mellitus is a known cause of hyperglycemia.